Event description:
Healthcare professional reported a right side exchange due to concern with the product. Healthcare professional later reported rupture. Device has been explanted.

Event description:
Healthcare professional reported, a right side exchange, due to concern with the product. Healthcare professional, later reported, rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening on the posterior side assessed, as fold flaw opening. Anxiety-product/procedure: unable to observe, since it is a medical event. And is not related to the device. Additional observations: crease fold observed, on the device. Yellow particles observed, on the device. No penetrating nick (stress marks). No further actions are required, as no issues with the manufacturing process are observed.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side exchange due to concern with the product. Healthcare professional later reported rupture. Device has been explanted.